Event description:
It was reported that the programmer was unable to load software via the universal serial bus (usb) or the high speed cable. The service disk was run but the programmer was still unable to load software. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to load software. It was further noted that patient and error information were unable to be pulled from the saved hard drive information due to a loose and damaged universal serial bus port, that the electrocardiogram connector on the link electronic module board was loose, that the system and power supply fans were noisy and that the tab on the power cord bay door was broken. Concomitant product: product ID 229047 software analyzer. (B)(4).